Manufacturer narrative:
The returned device was evaluated and found to be not deployed with the linkage assembly still in a fully locked and loaded position. The device's download data recorded a total of (B)(4) pulses with timeouts and a drivestall. The device was reset, connected to a separate pdm, and given a 5-unit bolus. No issues were found in the reset data run. It could not be determined why the device initially had difficulties rotating.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported while a patient was wearing a pod for less than an hour both the cannula and the needle had not deployed.